Event description:
Report received that the stent would not cross the lesion. No other details given.

Manufacturer narrative:
We are currently in the process of performing the investigation on the device and will submit a follow-up report once the eval is completed.